Manufacturer narrative:
H3 and h6 codes: updated. One used device was returned for investigation. No discrepancies related to the complaint were found during visual inspection. During the functional testing, no leaks were detected. The complaint is not confirmed. The instruction for use (IFU) states, "set up and use that if a tracheal seal is desired, inflate the cuff with air using either minimal leak or minimal occlusive volume technique. Record the volume used." A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had consistent leaking issues where cuff has to be inflated anywhere from estimated 4-8 times over a 12-hour period which caused ventilatory issues. The device either had a leak of some nature due to a defect, or they reached an upper limit causing unwanted permeability. The event occurred while in use with patient at the hospital. There was a continuous need for cuff inflation due to persistent deflation causing a high leak. There was a medical intervention required. They replaced the tube with the new one. The patient was experiencing a high airway leak that was preventing a medical stability to trial them on an acute-level ventilator.